Event description:
The customer alleged, the pump would not deliver formula or water. The distributor was able to get the pump to deliver with water but wanted it checked.

Manufacturer narrative:
Standard functional tests were performed. Complaint could not be duplicated or confirmed.